Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At the last follow-up the estimated battery longevity showed seven years remaining. The patient health condition was poor, not related to the device and there is no plan to replace this device. The patient was sent home since there was no discomfort. This ICD remains implanted, and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At the last follow-up the estimated battery longevity showed seven years remaining. The patient health condition was poor, not related to the device and there is no plan to replace this device. The patient was sent home since there was no discomfort. This ICD remains implanted, and there were no adverse patient effects reported.